Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the right ventricular lead had been turned off by the company representative without the knowledge of the physician, as it was not capturing and needed to be replaced. The patient stated that the program change damaged the patient's heart and as a result they needed medications for congestive heart failure. It was further stated by the patient that there was a problem capturing information from the lead, the lead is defective, and that the device "went off" a total of five times. Follow up attempts did not yield any further information. The status of the lead could not be confirmed. No further patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The incorrect suspect medical device was inadvertently reported for this complaint under manufacturing report number (B)(4) and as a result this report is being redacted. The correct suspect medical device for this reportable complaint will be reported under a different manufacturing report number accordingly.